Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. Post procedure, on (B)(6) 2022, three months after securi-t replacement bolster was placed, the internal bolster detached inside patient and dislodged. It was reported that the detached bolster was left inside the patient and it's expected to pass naturally through excretion. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Device code a010402 captures the reportable event of tube migration. Block h10: an endovive securi-t replacement gastrostomy tube was returned. During the product analysis, it was observed the internal bolster detached from the unit. The distal end of the tube presents evidence of adhesion traces indicating that the bolster was attached, also the device shows remnants of use. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed is due to the conditions in which the device was subjected. This would cause the detachment of the internal bolster. There was evidence of adhesion indicating that the bolster was attached. Without the internal bolster, the device lost its functionality and this would cause the migration. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. Post procedure, on (B)(6) 2022, three months after securi-t replacement bolster was placed, the internal bolster detached inside patient and dislodged. It was reported that the detached bolster was left inside the patient and it's expected to pass naturally through excretion. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.